Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, priming and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer's mother reported via phone call motor error alarm on the insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customers received a replacement pump and are continually dealing with a motor error alarm. Customer was able to clear the motor error, however it continues to recur. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.